Event description:
It was reported that during use with 14,900 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes would underfill. There was no report of patients or patient impact. The following information was provided by the initial reporter: they have collected more then 50 samples in front of me from health check-up opd and samples collection opd, but found vacuum is less ,and samples collected is less then +/- 10 %.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 31-mar-2023. H.6. Investigation summary: bd received 10 samples and 4 photos from the customer in support of this complaint. The photos were evaluated and do show the customer¿s failure mode of underfill as the meniscus of the specimen is below the fill line on the tube label. 10 sample tubes were draw tested and there were no issues related to underfill as all tubes were within specification limits. Furthermore, 10 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect was not observed in the sample and retention testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 14,900 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes would underfill. There was no report of patients or patient impact. The following information was provided by the initial reporter: they have collected more then 50 samples in front of me from health check-up opd and samples collection opd, but found vacuum is less ,and samples collected is less then +/- 10 %.